Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l80503, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine and fentanyl via an implantable infusion pump. Indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient went through withdrawal with his pump. The patient had diarrhea, could not think, and he went to the hospital. The patient stated something was wrong with the pump. The pump reportedly stayed in and the drug was replaced with fentanyl. The fentanyl made him sick; he had hot and cold flashes and he could not communicate. This messed the patient up and he was "whacked out mentally." No cause for the withdrawal, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.